Manufacturer narrative:
(B)(4). Date sent: 10/13/2020. D4: batch # r5a13f. Investigation summary: the analysis results showed that one vasecr35 reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspection, and released to approved specifications. Event described could not be confirmed as the reload was received fully fired.

Manufacturer narrative:
(B)(4) batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what was the surgical procedure? Lap nephrectomy. Was the main renal artery being stapled?- I am not sure which vessel was ligated (artery or vein) what was the approximate width of compressed vessel? No information. Was the vessel skeletonized or being taken with hilum? No information. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? No information. How was the issue addressed intraoperatively and post-operatively? During procedure, he did ligated vessel with hemo lock. Does the surgeon routinely wait 15 seconds prior to firing? For vessel ligation, do not have to wait 15 sec, pvs does not need it. What is the current patient status? Move to normal patient room from ICU. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The product did not fire well, so renal artery was not ligated well the patient who was operated being treated in intensive care unit. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Intensive care, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4). Device property of: none, device in possession of: none, (B)(4). Device property of: none, device in possession of: none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.